Event description:
An implant card was received showing the patient had a full revision on (B)(6) 2016. It was noted the patient's generator was replaced due to battery depletion and the lead was replaced due to high impedance. Once the new lead and generator were implanted, diagnostics were checked and the impedance was found within normal limits at a value of 1969 ohms.

Event description:
It was reported that patient was referred for vns replacement surgery due to generator eos (end of service) and also due to high impedance of 8800 ohms being observed. No known surgical interventions have occurred to date.